Manufacturer narrative:
Results: evaluation of the first ruby coil evaluated revealed the pusher assembly was kinked and fractured and the introducer sheath was kinked. This damage may have occurred during attempts to resheath the ruby coil, as was mentioned in the complaint, or during packaging for return. Further evaluation revealed the embolization coil was detached from the pusher assembly. This likely occurred when the pusher assembly became fractured and the pull wire became exposed. Due to the damage found on the ruby coil, the root cause of the resistance experienced by the physician could not be determined. Conclusions: evaluation of the returned px slim revealed it was slightly bent but functional. A 0.025" mandrel was inserted through the hub of the px slim and was advanced out of the distal tip with only mild resistance. Evaluation of the first ruby coil evaluated revealed the pusher assembly was kinked and fractured and the introducer sheath was kinked. This damage may have occurred during attempts to resheath the ruby coil, as was mentioned in the complaint, or during packaging for return. Further evaluation revealed the embolization coil was detached from the pusher assembly. This likely occurred when the pusher assembly became fractured and the pull wire became exposed. Due to the damage found on the ruby coil, the root cause of the resistance experienced by the physician could not be determined. Evaluation of the second ruby coil evaluated revealed that pusher assembly and introducer sheath were bent. This damage may have occurred during attempts to resheath the ruby coil, as was mentioned in the complaint, or during packaging for return. Due to the damage found on the ruby coil, the root cause of the resistance experienced by the physician could not be determined. Px slim devices are 100% visually evaluated and ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01241, 3005168196-2015-01243.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, while advancing the first two ruby coils through the px slim, the physician met resistance and both coils were removed from the patient. While attempting to resheath the two ruby coils, they both became damaged and were not used. The physician removed the px slim and successfully completed the procedure using nine new ruby coils and a new px slim. There was no report of an adverse effect to the patient.